Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 3, 2015. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser assisted part of the procedure was uneventful, the dock was flat and well centered. During the phacoemulsification part of the surgery, while attempting to remove the first "wedge" of the nucleus, a chunk of it came forward, showing a brownish disk (possibly suggestive of a polar cataract); the pc ruptured, and the nucleus sunk into the vitreous. A 3 piece iol was implanted into the sulcus over the intact anterior capsule. The patient was immediately referred to a retina specialist. The customer is still awaiting on their report as of evening of (B)(6) 2016. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the surgeon stating the patient saw the retina surgeon and had the rest of the cataract removed.